Event description:
A consumer left a review at walmart.com stating they received a false negative test result. The consumer received postive resutls from a competitor's rapid test and a pcr test. Walmart.com review from (B)(6) 2022. "Dont buy this test got these test and binax test at the same time my kids were sick they took this test it was negative they took the binax test it was positive went took per test they were positive. Now I got it I took this test and showed negative I took binax and showed positive took pcr and was positive. Dont buy this test. (B)(6) "

Event description:
A consumer left a review at (B)(6) stating they received a false negative test result. The consumer received positive results from a competitor's rapid test and a pcr test. (B)(6) review from (B)(6) 2022. "Dont buy this test got these test and binax test at the same time my kids were sick they took this test it was negative they took the binax test it was positive went took per test they were positive. Now I got it I took this test and showed negative I took binax and showed positive took pcr and was positive. Dont buy this test. (B)(6) "

Manufacturer narrative:
Consumer posted a review on walmart.com. No follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
A consumer left a review at walmart com stating they received a false negative test result. The consumer received positive results from a competitor's rapid test and a pcr test. Walmart com review from (B)(6) 2022. Dont buy this test. Got these test and binax test at the same time my kids were sick they took this test it was negative they took the binax test it was positive went took per test they were positive. Now I got it I took this test and showed negative I took binax and showed positive took pcr and was positive. Dont buy this test. (B)(6)"